Event description:
Reportedly, the transmitter displays technical problem.

Manufacturer narrative:
Analysis of the returned device did not permit to establish root cause as the issue was not confirmed. Files were extracted and analysed. The review of provided data confirmed the reported issue: a troubleshooting screen ¿configuration issue¿ was displayed to the user. No specific finding was found to explain the issue. However, the most probable hypothesis is that a corruption of the file in the storage system occurred. The zip file used to send one of the trace files to back office is therefore empty. Uploading this empty file in bo returned http error 400. According to code, this is an unexpected error case and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the transmitter displays technical problem.